Event description:
This report is an aggregate of three procedures: device looks like a large endoscope with four inner channels or lumens. In one case, a screw broke on the platform housing. There was difficulty inserting the graspers down the channel as the device became rigid, and there was a problem with the moveable parts of the device.